Event description:
It was reported that approximately 6 months post implant the epicardial right ventricular (rv) lead exhibited high thresholds. The epicardial rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.